Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Customer indicated that an unapproved handpiece was used with the lens/cartridge combination. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/17/2011 by fax and mail. A completed questionaire was received on (B)(6) 2011. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, his distance vision was good, but from two to four feet his vision is blurry and reading is a problem. For this eye, the consumer reported he sees a constant flickering of light. This flickering light is what bothers him the most. He has no flickering lights in his fellow eye. F/u info was received from the surgeon who reported the pt has a history of hyperlipidemia, headaches, rosacea, arthritis, dry eye hiatal hernia and glaucoma suspected. An unapproved handpiece was used with the lens/cartridge combination during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye.